Event description:
Customer alleged blood glucose results of 585 mg/dl, 246 mg/dl, 212 mg/dl, and 306 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms and did not treat or act based on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.